Event description:
It was reported that an alert was received via remote transmission showing noise on the ventricular lead. Patient was asymptomatic. Programming changes were made and patient will be monitored. Device remains implanted.